Manufacturer narrative:
Corrected section h6 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller and six batteries were not returned for evaluation. The log files of the controller involved in the reported event revealed that the controller did not contain the smr software. Analysis of the data log files revealed several premature power switching events due to communication errors involving (B)(4). Analysis of the event log file also revealed a controller power up event on 30oct2017 at 10:38:07. The data point prior to the loss of power, logged at 10:24:41, revealed that (B)(4) was connected to power port one with 26% relative state of charge (rsoc) and (B)(4) which was connected to power port two with 93% rsoc. The data point after the controller power up event, logged at 10:53:06, revealed that (B)(4) was connected to power port one and (B)(4) was connected to power port two. The maximum pump off time was estimated at 13 minutes and 26 seconds. As a result, the reported power switching and controller power-up events were confirmed. The most likely root cause of the reported power switching event can be attributed to communication errors between the controller and batteries. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. An internal investigation has been opened to evaluate the communication errors and implement corrective actions as required. A further internal investigation has been opened to evaluate controller loss of power and implement corrective actions as required. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Log file review indicated that one of the batteries also had a communication error.

Manufacturer narrative:
Product event summary: the controller and six batteries (B)(4) were not returned for evaluation. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching due to momentary disconnections involving (B)(4). Additionally, data log files revealed a relative state of charge (rsoc) between 101-201 involving (B)(4) which is indicative of a communication error. Analysis of the event log file also revealed a controller power up event on 30/oct/2017 at 10:38:07. The data point prior to the loss of power, logged at 10:24:41, revealed that (B)(4) was connected to power port one (1) with 26% relative state of charge (rsoc) and (B)(4) was connected to power port two (2) with 93% rsoc. The data point after the controller power up event, logged at 10:53:06, revealed that (B)(4) was connected to power port one (1) and (B)(4) was connected to power port two (2). The maximum pump off time was estimated at 13 minutes and 26 seconds. There is no evidence of power source lubrication procedure performed on (B)(4) devices. As a result, the reported power switching, communication error and controller power-up events were confirmed. A power source lubrication procedure was performed on battery (B)(4) on 10/oct/2018. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. A possible root cause of the reported loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. A possible root causes of the reported communication error can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. Additional products: catalog #: 1650de / serial #: (B)(4) evaluated by MFR: yes. FDA conclusion code(s): 12. Catalog #: 1650de / serial #: (B)(4) evaluated by MFR: yes. FDA conclusion code(s): 12. Catalog #: 1650de / serial #: (B)(4) evaluated by MFR: yes. FDA conclusion code(s): 12. Catalog #: 1650de / serial #: (B)(4) evaluated by MFR: yes. FDA results code(s): 3213. FDA conclusion code(s): 4307. Catalog #: 1650de / serial #: (B)(4) evaluated by MFR: yes. FDA conclusion code(s): 12. Catalog #: 1650de / serial #: (B)(4) evaluated by MFR: yes. FDA conclusion code(s): 12. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction to indicate that (B)(4) has not been received by the manufacturer. Brand name: heartware ventricular assist system - battery, model 1650de / expiration date 31mar2017 / serial number (B)(4) / UDI (B)(4), is this a single-use device that was reprocessed and reused on a patient?: no. Device available for evaluation: no. Mfg date 31mar2016. Labeled for single use : no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices associated with this event: heartware ventricular assist system - battery model 1650de / expiration date 31mar2017 / serial number (B)(4) / UDI (B)(4), not a reprocessed single use device, returned 12dec2017, mfg date 31mar2016, not labeled for single use, (B)(4). Heartware ventricular assist system - battery model 1650de / expiration date 31mar2017 / serial number (B)(4) / UDI (B)(4), not a reprocessed single use device, not returned, mfg date 31mar2016, not labeled for single use, (B)(4). Heartware ventricular assist system - battery model 1650de / expiration date 31mar2017 / serial number (B)(4) / UDI (B)(4), not a reprocessed single use device, not returned, mfg date 31mar2016, not labeled for single use, (B)(4). Heartware ventricular assist system - battery model 1650de / expiration date 31jul2017 / serial number (B)(4) / UDI (B)(4), not a reprocessed single use device, not returned, mfg date 31jul2016, not labeled for single use, (B)(4). Heartware ventricular assist system - battery model 1650de / expiration date 31mar2017 / serial number (B)(4) / UDI (B)(4), not a reprocessed single use device, not returned, mfg date 31mar2016, not labeled for single use, (B)(4). Heartware ventricular assist system - battery model 1650de / expiration date 31mar2017 / serial number (B)(4) / UDI (B)(4), not a reprocessed single use device, not returned, mfg date 31mar2016, not labeled for single use, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that a patient experienced battery switching. No damage was noted on the controller or its¿ power ports and the batteries are reported to have switched to the other power source when they were at a capacity of 25% or greater. The devices will be exchanged once their replacements are received. A preliminary review of the controller log files revealed a controller power-up and pump start on (B)(6) 2017. The site indicated that the controller and six batteries will be returned to the manufacturer.